Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted during testing. The insulin pump was received with scratched lcd window and case.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a no delivery alarms. The customer's mother reported that the no delivery alarm was recurring. The customer's blood glucose was 503 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that the no delivery alarm was resolved by a complete set change. The insulin pump will be returned for analysis.